Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair and the caregiver had already discarded the pairing code prior to troubleshooting; the caregiver ultimately started a new sensor successfully. Symptoms included no adverse clinical effects. Outcomes included replacement of the sensor by the caregiver with the new sensor entering warmup, and no hospitalization. Investigation included troubleshooting and user education provided remotely. Investigation of this case revealed a pairing failure between the cgm sensor and the pump, consistent with a connection or communication issue between devices. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved communication or setup issue during pairing and likely component failure.

Manufacturer narrative:
Initial.